Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable glucose results for one patient sample from accu-chek inform ii (B)(4). The result at 11:11 was 3.3 mmol/l and at result at 11:12 was 5.7 mmol/l. The user was not sure of the results and repeated testing on the patient with two other meters. The result at 11:14 was 1.8 mmol/l and the result at 11:18 was 1.5 mmol/l. Glucose was given to the patient after the result at 11:18. The patient was stable and was no adverse event was reported. All testing was performed on the right hand with different fingers as the patient had an IV line in the left arm. Qc was tested on all meters and all results were within range. Linearity testing was performed on the suspect meter. As no product could be returned for investigation, a specific root cause could not be determined. Typical factors that can influence the results include traces of food on the fingers or fatty residues from skin cream products, impaired peripheral circulation, or improperly stored strips. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.